Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20351229 model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had migrated. It was also mentioned that the patient had unwanted stimulation. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.